Event description:
The hearing performance with the device is affected. Previously, the user was able to hear with the number of inserted channels. Reportedly, an x-ray confirmed that almost 6 channels are out of the cochlea. Re-implantation was done on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea as confirmed by post-operative diagnostic imaging. In addition two channels were already left outside of cochlea during implantation surgery. The concerned device has been explanted. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. Previously, the user was able to hear with the number of inserted channels. Reportedly, an x-ray confirmed that almost 6 channels are out of the cochlea. During the initial surgery in 2016, 2 channels were left extra-cochlear intra-operatively.